Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states that this incident has happened about 3 months ago. Dealer states that the seat has come apart from the bracket under the seat. 3 bolts came out and the seat went backwards.